Event description:
Pt underwent a stero-tactical mammogram biopsy. Nurse applied cold compress to breast and instructed pt of leave compress on breast-3 hours later whole breast was hot like on fire. She claims it was frostbite - pt applied first aid herself, and visited her dr later.